Event description:
A supplemental report is being submitted due to completion of the investigation on 10-nov-2023.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation: 8 units of lot c1939229 of echo-hd-19-c were returned un-opened in their original packaging. The used complaint devices related to this complaint was not returned to cirl for evaluation. The 8 unused devices related to this occurrence underwent a visual inspection on 29 june 2023. No issues were observed when visually inspecting the components within the sealed packaging of the 8 units. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-c of lot number c1939299 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1939299. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. "Ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined from the available information. A possible root cause could be attributed to the needle becoming kinked at some point during the procedure (set-up or during use), for example needle could have kinked distally which in turn may have caused the needle retraction issue. This kink may have occurred due to advancement into a hard lesion or excessive force on attachment or detachment to scope. Another possible root cause could be attributed to the positioning of the device within the scope causing the difficulty of the needle retracting into the sheath or the device possibly being held at an angle when trying to retract the needle. It is stated that it was not possible for the user to fully retract the needle into the sheath before removing the device from the patient. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the initial reporter, needle would not pull back into the sheath. Confirmed quantity of 02 device, confirmed used. Investigation findings conclude that a possible root cause could be attributed to the needle becoming kinked at some point during the procedure (set-up or during use), for example needle could have kinked distally which in turn may have caused the needle retraction issue. This kink may have occurred due to advancement into a hard lesion or excessive force on attachment or detachment to scope. Another possible root cause could be attributed to the positioning of the device within the scope causing the difficulty of the needle retracting into the sheath or the device possibly being held at an angle when trying to retract the needle. It is stated that it was not possible for the user to fully retract the needle into the sheath before removing the device from the patient. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Per email: 29dec2022 - cook echotip procore hd ultrasound biopsy needle size 19-c was used during procedure for fine needle aspiration of biopsy site. Needle tip deployed, sample tissue take at site, but unable to retract needle tip to remove from endoscope. A second cook echotip procore biopsy needle was used and to complete procedure but did the same, needle tip could not be retracted to be removed from endoscope. Endoscope was taken to reprocess after procedure and failed leak test. Endoscope cleaned and turned into medical maintenance for repair on (B)(6) 2022, still pending return from repair. Per email 07mar2023: needle did not retract into device after use during fine needle aspiration of upper endoscopy with ultrasound. During extraction of both needles (unable to retract into device) it caused damage to the endoscope w/ultrasound tip. This was noted during reprocess of endoscope as it failed leak testing, manually and thru automatic endoscopic reprocessor (aer). - no ¿ no harm to patient during procedure. Fine needle aspiration was successful to collect biopsy samples for patient. Two patients scheduled for later in the week for the same procedure had to be cancelled and rescheduled due to equipment unavailable. Gi has 2 therapeutic endoscope with ultrasound capability, both endoscopes were used on (B)(6) (for two different patients), one was damaged by needle not retracting, the other also failed leak test after use and was sent to med maintenance for repair. Patient outcome: "the following information has been requested via email by pmqe on 07mar2023. Sg 07mar2023. 1. Did any unintended section of the device remain inside the patient¿s body? A. If yes, please describe. 2. Was the patient hospitalized or was there prolonged hospitalization? 3. Did the patient require any additional procedures due to this occurrence? 4. Did the product cause or contribute to the need for additional procedures? A. If yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? 6. Has the complainant reported that the product caused or contributed to the adverse effects? A. Please specify adverse effects and provide details." Patient/event info - notes: the following information has been requested via email on07mar2023. Sg 07mar2023 11. How was the procedure able to be completed? 12. Are images of the device or procedure available? 13. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? A. Please specify if yes. 15. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? 16. If the device is a procore needle, is the device damage located at the notch / core trap? A. If no, please specify where the damage is located: 17. Was gaining access to the target site difficult? 18. Was the device used in a tortuous position? 19. Was puncture of the target site difficult? 20. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 21. Please describe the size of the intended target site. 22. Was the device damaged in packaging prior to removal? 23. Was the device damaged on removal from packaging? 24. Was force required to remove the device? 25. Did the patient require any additional procedures as a result of this event? 26. What intervention (if any) was required? 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? A. If yes, please specify what was observed and where on the device it was observed. 29. What is the scope manufacturer and model number that was used? 30. Was resistance felt while inserting the device through the scope? 31. Was the scope recently serviced / repaired prior to this occurrence? 32. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 33. Was the syringe used during the procedure, after the stylet was removed? 34. Was difficulty experienced while retracting the needle? 35. Was it possible to fully retract the needle into the sheath before removing the device from the patient? 36. Was the endoscope in a flexed or twisted position at any time during the procedure? 37. Was the stylet partially removed when advancing the needle into the target site? 38. How many samples were obtained (passes completed) with this needle? 39. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? 40. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? 41. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? 42. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?